Event description:
This spontaneous case was reported by a physical therapist and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and menometrorrhagia ("menometrorrhagia completely anarchical") in a (B)(6) female patient who had essure (batch no. C68116) inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required), 2 years 7 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy was performed under general anesthesia (essure removal) and resection of the endometrium. Essure was removed. On an unknown date, the patient experienced menometrorrhagia (seriousness criterion medically significant) and was treated with total interadnexial hysterectomy via laparoscopy at the end of (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and menometrorrhagia outcome was unknown. The reporter provided no causality assessment for genital haemorrhage, menometrorrhagia and pelvic pain with essure. The reporter commented: essure was removed. Bilateral salpingectomy was performed under general anesthesia. In (B)(6) 2018, a visit was performed: despite the resection of the endometrium, the patient experienced menometrorrhagia completely anarchical. Total interadnexial hysterectomy was performed via laparoscopy at the end of (B)(6) 2018 we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('moderate plevic pain / pain'), genital haemorrhage ('bleeding / bleeding with non-organic causes') and menometrorrhagia ('menometrorrhagia completely anarchical persisted following the resection of the endometrium on (B)(6) 2017') in a 39-year-old female patient who had essure (batch no. C68116) inserted. The patient's medical history included vaginal delivery in 2001 and vaginal delivery in 1998. No concomitant affections and no concomitant treatments. Previously administered products included for an unreported indication: iud. Past adverse reactions to the above products included device intolerance with iud. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required), 2 years 7 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced menometrorrhagia (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy was performed under general anesthesia (essure removal), total interadnexial hysterectomy was performed via laparoscopy at the end of (B)(6) 2018 and resection of the endometrium / bilateral salpingectomy was performed under general anesthesia). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and menometrorrhagia had resolved. The reporter provided no causality assessment for genital haemorrhage, menometrorrhagia and pelvic pain with essure. The reporter commented: essure was removed. Bilateral salpingectomy was performed under general anesthesia. In (B)(6) 2018, a visit was performed: despite the resection of the endometrium, the patient experienced menometrorrhagia completely anarchical. Total interadnexial hysterectomy was performed via laparoscopy at the end of (B)(6) 2018 menometrorrhagia persisted following the resection of the endometrium performed on (B)(6) 2017. During removal of essure, hysteroscopy showed a normal uterine cavity and no pelvic anomaly. Events started after essure placement. The patient recovered following total interadnexial hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: pathological anatomy examination following removal of essure on (B)(6) 2017: endometrial mucosa fragments were slightly atrophic. There was neither atypical nor tumoral lesions. The right uterine tube had no remarkable histological anomaly. There was no suspected malignicity lesion. For the left uterine tube: slight non-specific fibro-inflammatory transformation. There was no tumoral lesion.. Most recent follow-up information incorporated above includes: on 20-may-2019: outcome of events changed to recovered (after hysterectomy surgery). Medical history, reporter's information and comments updated. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('moderate plevic pain / pain'), genital haemorrhage ('bleeding / bleeding with non-organic causes') and menometrorrhagia ('menometrorrhagia completely anarchical persisted following the resection of the endometrium on (B)(6) 2017') in a 39-year-old female patient who had essure (batch no. C68116) inserted. The patient's medical history included vaginal delivery in 2001 and vaginal delivery in 1998. No concomitant affections and no concomitant treatments. Previously administered products included for an unreported indication: iud. Past adverse reactions to the above products included device intolerance with iud. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required), 2 years 7 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced menometrorrhagia (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy was performed under general anesthesia (essure removal), total interadnexial hysterectomy was performed via laparoscopy at the end of (B)(6) 2018 and resection of the endometrium / bilateral salpingectomy was performed under general anesthesia). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and menometrorrhagia had resolved. The reporter provided no causality assessment for genital haemorrhage, menometrorrhagia and pelvic pain with essure. The reporter commented: essure was removed. Bilateral salpingectomy was performed under general anesthesia. In (B)(6) 2018, a visit was performed: despite the resection of the endometrium, the patient experienced menometrorrhagia completely anarchical. Total interadnexial hysterectomy was performed via laparoscopy at the end of (B)(6) 2018. Menometrorrhagia persisted following the resection of the endometrium performed on (B)(6) 2017. During removal of essure, hysteroscopy showed a normal uterine cavity and no pelvic anomaly. Events started after essure placement. The patient recovered following total interadnexial hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: pathological anatomy examination following removal of essure on (B)(6) 2017: endometrial mucosa fragments were slightly atrophic. There was neither atypical nor tumoral lesions. The right uterine tube had no remarkable histological anomaly. There was no suspected malignicity lesion. For the left uterine tube: slight non-specific fibro-inflammatory transformation. There was no tumoral lesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.